Manufacturer narrative:
The reported field event of a set screw anomaly could not be confirmed. The set screw was not returned from the field along with the device, so the set screw condition could not be evaluated.

Manufacturer narrative:
Correction: UDI number.

Event description:
It was reported that a patient presented for a competitor's lead replacement due to low impedance and abrasion. During the lead replacement procedure the lead was not able to unscrew from the header. The lead was capped and the device was explanted and replaced. The patient was stable.